Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. Our clinical/medical team concluded: it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to infection. Only insert was replaced.